Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information received: after investigation, the patient underwent laparoscopic myomectomy in the hospital on (B)(6) 2025. During the surgery, the operator used the suture (sxpp1a406) to perform the tissue suturing in the way of continuous suturing. During the suturing, the needle broke (the specific length of broken end of the needle was unknown), and the broken needle fell into the patient's body. The operator immediately visually searched for the broken needle and found it. After removal, the integrity of the needle was checked, and after confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time for about half an hour. No subsequent adverse event reports were received.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how long, in minutes, did the surgery prolong? --about 30 minutes - did the reported issue contribute to any patient adverse consequences? - was there any additional tissue damage resulting from the search for the needle piece? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap myomectomy procedure on (B)(6) 2025 and barbed suture was used. The needle broke during intraoperative suturing, and the position of the needle fracture was particularly small, making it difficult to find the broken part. After a long search, the broken part was retrieved and replaced with another one to continue the surgery. The surgery time has been extended. There were no patient consequences reported. Additional information was requested.